Event description:
The impact 754 portable ventilator was being used to support a patient before and during a CT examination when it was reported that the device screen went blank and the unit stopped working. The patient was manually ventilated through the remainder of the CT examination and during the trip back to the patient's hospital bed where the patient was switched back to an automated ventilator. It was reported that the patient was not injured as a result of the device event or the period of manual ventilation. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to provide back-up ventilation using a manual method. This event has been submitted here as a serious injury event because back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the device battery was found to have a limited life even after a sufficient charging period. No external damage to the device or battery was found and the device alarms were confirmed to be working properly. The battery may have been compromised due to charging patterns. The battery pack was replaced as part of periodic maintenance, calibration and functional testing were performed at impact following the event. The unit was returned to the end user after it tested within specification.